Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the customer reported complaint of "energy not working." Failure analysis found the instrument to have a broken conductor wire at the proximal end inside the waterfall pulleys. The root cause of this failure is attributed to manufacturing. Based on the information provided at this time, this complaint is being reported because, during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument did not have energy. Although no patient harm, adverse outcome, or injury was reported, a broken conductor wire broken at the proximal end was found during failure analysis and suggests that if the malfunction were to recur it could cause or contribute to an adverse event. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2020 on system (B)(4). The fenestrated bipolar forceps has 8 uses remaining after last use. The instrument has maximum 10 uses. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps were not working and had no energy even after replacing the cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.